Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received with broken belt clip rails slot, cracked keypad overlay and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that the clip rail of the insulin pump had a broken. The insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.